Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a red heart alarm and system controller was exchanged. The log file was analyzed and found that there were approx 4 days of data with high number of pi events. During the fourth day, there was a low speed advisory and hazard followed by a red heart alarm for 2 minutes. During this time there were speed drops and elevated power and loss of power. After the 2 minutes, the pump regained normal operation. It was reported that the patient was getting up to go to the bathroom during the 2 minutes of alarms.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Upon completion of the investigation, the reported incident of the user experiencing red heart alarms was confirmed during log file review, but was unable to be reproduced during evaluation. Review of the controller log file revealed the red heart alarm occurred due to a low flow condition where speed drops, power spikes as high as 14w, and loss of power were recorded. Functional testing performed on the returned device revealed the device function as intended when evaluated. The device passed all functional test requirements, which confirmed all visual and audible alarm activated when induced, all voltage levels were within normal ranges, and cable test revealed the controller power leads were continuous and undamaged. The device operated on a mock circulatory loop without any notable events. Ultimately, no fault could be found with the returned device. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.